Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the distal superficial femoral artery (sfa) using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician experienced resistance while advancing the cat6 past chronic thrombus in the patient¿s sfa, and consequently the cat6 became kinked in several places. The physician continued to use the cat6, however the kinks made it difficult to aspirate the thrombus. Therefore, the cat6 was removed, and the procedure was completed using a new cat6 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.